Event description:
Reportedly, the lead was implanted in the septum and few hours later, the physician had to replace the lead because there was a loss of capture. During the implantation the values were normal. The physician use a medtronic lead to replace the vega.

Manufacturer narrative:
Investigation summary: the lead was implanted and few hours later, ventricular loss of capture was noted, leading to the replacement of the lead on (B)(6) 2024. The manufacturing process was re-investigated, and all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Based on the information provided and given that the event occurred several hours post-implantation, the event could be attributed to insufficient fixation of the lead, which could have resulted in slight movement of the lead. However, since the lead remains implanted and was not returned for investigation, the exact root cause of the event could not be determined. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, the lead was implanted in the septum and few hours later, the physician had to replace the lead because there was a loss of capture. During the implantation the values were normal. The physician use a medtronic lead to replace the vega.